Event description:
On (B)(6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultrasoft lance device threads are stripped/damaged. The customer service rep (csr) was unable to reach the lay user/pt by phone for f/u questions. The following complaint was classified based on the csr documentation. The pt alleged that the subject lancing device gradually began to deteriorate approx on (B)(6) 2010; however, the date when the threads on the subject lancing device broke apart is not known. The pt tests five times a day and manages his diabetes with insulin (self adjuster). The pt indicated he administers approx 80 units of insulin a day. After the alleged issue occurred, the pt stated he continued with his usual diabetes regimen. The pt claimed that "almost immediately" after the lancing device began to deteriorate, he experienced symptoms of hyperglycemia and hypoglycemia; however, it is not known what specific symptoms the pt developed. The pt denied receiving medical intervention after the alleged issue began. A replacement lancing device was sent to the pt. This complaint is being reported because the pt reportedly developed symptoms of hyperglycemia and hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.